Event description:
Patient reported having multiple issues with their system that have been going on for a while now. Initially patient started getting service required codes that the patient was able to troubleshoot by rebooting the monitor. The patient has been getting error code r203c (hub device error).there was no serious injury reported. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Returned monitor passed isl(safety) and eit (performance) testing. T/c failed inspection. Kmt engineering evaluated the returned t/c and observed damaged therapy cable causing signal integrity issues leading to multiple service error codes.